Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous right coronary artery (rca). Pre-dilation was performed with a 2.0x20mm apex balloon. Next a 3.0x38mm promus element plus stent was advanced but met resistance and "got hung up in the proximal section" of the rca. Upon removal, it was noted that a stent strut was flared. Then the target lesion "was pre-dilated some more with a 2.5x20mm apex balloon". The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.